Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a knife exhibited a dull blade during surgery. Patient impact information is unknown. Additional information has been requested. Additional information received confirmed that an alternate knife was obtained in order to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
One opened knife sample was received by manufacturing inside a blade protector tray. The blade was received covered in tape. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the second complaint for the reported issue associated with the provided lot number. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).